Manufacturer narrative:
A device evaluation and/or device history review is anticipated but is not complete. Upon completion, a supplemental report will be filed.

Event description:
Report 1 of 2. It was reported that bd bactec¿ plus aerobic/f culture vials (plastic) patient sample occurred possible contamination. No treatment was reported. The following information was provided by the initial reporter: customer had 2 patients, from 2 different outreach hospitals go positive after 4 days with the organism brevibacterium using item 442023, lot number 2186970.

Manufacturer narrative:
H.6 investigation summary: bd was unable to reproduce the customer¿s experience with bactec product. Retention samples were visually inspected, tested for viable contamination by sub-culturing on tsa, chocolate, sabouraud and schaedler agars plates, voltage output and gram stain. All results were satisfactory. Batch history record review did not identify any evidence for which the customer submitted the complaint. A complaint history review was conducted and only the current complaint was found relating to the incident lot number and the ¿as reported¿ defect code. Complaint is unconfirmed based on retention samples and batch history record review results. Product insert warnings and precautions sections states that prior to use, each vial should be examined for evidence of contamination such as cloudiness, bulging or depresses septum, or leakage. Vials showing evidence of contamination should not be used. Also prior to use, the user should examine the vial for evidence of damage or deterioration. Vials displaying turbidity, contamination, or discoloration (darkening) should not be used. H3 other text : see h.10.

Event description:
Report 1 of 2. It was reported that bd bactec¿ plus aerobic/f culture vials (plastic) patient sample occurred possible contamination. No treatment was reported. The following information was provided by the initial reporter: customer had 2 patients, from 2 different outreach hospitals go positive after 4 days with the organism brevibacterium using item 442023 lot number 2186970.